Manufacturer narrative:
Combination product: yes.

Event description:
Lead wasnt working and was explanted. No other information could be obtained. Should additional information be received, this file will be updated.